Manufacturer narrative:
The results of this investigation concluded leaflet 1 contained a tear. All three leaflets contained calcifications and circumferential inflow and outflow fibrous pannus ingrowth. No inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tear, calcifications, and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2011, a 19 mm trifecta valve was implanted. On (B)(6) 2017, the patient underwent emergency surgery due to a gradient increase, and an aorta dissection due to valve deterioration. The valve was explanted and replaced with a sorin perceval valve along with aortic repair. The patient is reported to be in an unstable condition.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is 3001743903.